Event description:
It was reported that the burr detached via social media. A peripheral rotalink plus was used in a below the knee atherectomy procedure. During use in the proximal portion of the most challenging part of the lesion, the burr detached. The burr was not entrapped on the wire. The wire was pulled back and the detached burr was simply removed. There were no patient complications reported and the patient was fine. It was further reported a 1.25mm rotalink plus was used during the procedure. There was resistance encountered between the burr and stenosis and the burr was not able to cross the lesion. Rotation was increased from 160,000 rotations per minute (rpm) to 180,000 rpm and the device was further pushed. It was noticed that rotation dropped to 140,000-150,000 rpm. After this, the burr no longer moved. The device was removed by pulling on the catheter and wire and it was observed that the burr was detached. It was noted that the coronary rotablator device was used in the periphery as the presenting patient condition either required amputation or an attempt to salvage with rotablation.

Manufacturer narrative:
B3: date of event was approximated as event date was not reported.

Manufacturer narrative:
Date of event was approximated as event date was not reported.

Event description:
It was reported that the burr detached via social media. A peripheral rotalink plus was used in a below the knee atherectomy procedure. During use in the proximal portion of the most challenging part of the lesion, the burr detached. The burr was not entrapped on the wire. The wire was pulled back and the detached burr was simply removed. There were no patient complications reported and the patient was fine.